Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt has an old stimulator that doesn't work anymore, and they want the battery removed. Pt states they don't remember exactly when they got it, but around 2013, they think, possibly at the pain center in arizona. Patient reiterates they would like help getting the battery removed. Patient services (pss) sent a physician listing to the patient for physicians in their area. Additional information was received from the patient on (B)(6) 2024. They reported that they have been in a lot of pain and want to get this done. They also stated that it was giving jolting electricity instead of tingling, and it stopped working right away, so they stopped using it. Patient stated that they are going to replace the battery but have not yet planned to replace it with updated version.